Event description:
Additional information received from reporter on 22-aug-2024, for mw5158297. "I responded to reaction after administration of iodinated contrast for CT thorax. Upon initial evaluation, patient appeared hypoxemic with bluish tinge on the lips. As this occurred at (B)(6), 911 was called to respond. While awaiting emergency services arrival, oxygen was administered. No evident rash. Patient appeared visibly distressed but responsive throughout. When oximeter was available, oxygen saturation was found to be in the low 80s, but responded to oxygen administration to low 90's. Patient was slightly tachycardic in the mid-90s. Emergency services arrived and patient was transported to the emergency department. Subsequent evaluation of the chest CT demonstrated presence of a large air embolus filling portions of the right atrium, right ventricle, and pulmonary artery. The emergency department was contacted regarding this finding immediately upon discovery and discussed with the treating provider dr.(B)(6). The CT technologists were also notified. Out of concern for possible contrast injector malfunction, a work order request was placed to evaluate the CT contrast injector. No further injections performed using that device pending equipment evaluation."

Event description:
The tubing was allowing air in the line, initially thought to be the CT injector but was identified as this tubing. Causing the patient to have an embolism. She was transferred to the ed (emergency department) via ems (emergency medical services), treated with no adverse outcomes but could have been had the imaging staff not intervened quickly.